Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 400 mg/dl. The customer change site and changed infusion set. The customer ran self-test pump and passed. The customer was admitted to the hospital. Customer's blood glucose at time of admission was 430 mg/dl. The customer was treated with IV insulin and IV fluids. The customer was wearing the pump at time of emergency room visit. After the troubleshooting was done, customer will call back to perform high pressure test.